Event description:
It was reported that the 9900 sys had a charger failure error message and would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The filament drive board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.